Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Problem statement: the customer reported there was no audio on the central station. The remote service engineer (rse) spoke with the customer biomed and confirmed that there was a sound issue with the patient information center ix (pic ix) when it reboots. The reason for rebooting is there was an intermittent communication loss between the surveillance 1 and physio server mhphyc1c. The biomed requested a root cause analysis for the communication loss by a philips technical consultant (tc). The customer will notify the tc when they are ready to upgrade to the current version of pic ix. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. Evaluation: pending. Resolution and conclusion: pending.

Event description:
The customer reported there was no audio on the central station. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The technical consultant (tc) confirmed the event. The biomedical engineer identified a communication loss, momentarily, causing the pic ix to reboot. The reason for rebooting is there was an intermittent communication loss between the surveillance 1 and physio server mhphyc1c. The tc upgraded the software, however the device did not restart up. The tc reran system setup from the archive and the device started. The system was functioning as intended after this. The customer will notify the tc when they are ready to upgrade to the current version of pic ix. This is a product malfunction. The cause of the event was the software. The issue was resolved with the software reload.